Event description:
This notification is being reviewed due to a user of ds2adv auto CPAP, patient's wife called in stating that the patient has passed away and is asking for a return label as she received a replacement device but does not need one. There was no report of medical intervention. No additional information can be requested at this time. Reportable since device issue/event has or may have caused or contributed to a death.